Event description:
Patient returned to clinic with lingering numbness in left axilla 11 months after receiving second miradry treatment. Referred to a hand orthopedist.

Manufacturer narrative:
There was no device issue reported. Based on the information provided, this incident has been determined to be a rare risk of the procedure with no evidence of device malfunction.